Manufacturer narrative:
The device was not returned to edwards for evaluation. Aortic tears, or a tear of the aortic wall, may occur as a complication of cardiac surgery involving a diseased aortic root. Aortic tears are life threatening conditions that require urgent intervention. Based on the information received the cause of the event cannot be determined; however, surgical technique and patient factors may have contributed to the event. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported via the implant patient registry that a 23 mm aortic valve was explanted due to brisk bleeding evident from the posterior aspect of the aorta shortly after weaning from bypass. There was concern for a tear along the posterior aspect of the aorta that was not present initially so the patient was returned to cardiopulmonary bypass and the previous aortotomy was reopened. The 23 mm aortic valve was removed to visual the base of the aorta. There was an area of separation at the level of the commissure between the noncoronary and left coronary cusps. A 21 mm valve was secured to the aortic annulus, and at the same time, the site of disruption was repaired. It was learned that the patient expired intra-operatively.

Manufacturer narrative:
Additional manufacturer narrative: the device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.